Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation due to an FDA audit observation. Product event summary: the ventricular assist device (vad) hw40957 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced paroxysmal atrial flutter and was hospitalized for a scheduled catheter ablation procedure. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced paroxysmal atrial flutter and was hospitalized for a sc heduled catheter ablation procedure. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.